Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2021 when she obtained an alleged inaccurate high blood glucose reading of ¿20.7 mmol/l¿ with the subject meter. The patient stated that she manages her diabetes with onglyza 5 mg, 1 pill every morning. In response to the elevated reading, the patient reported taking her usual dose of onglyza and symptoms of ¿dizziness, body shaking and eyesight problem¿ began to develop that morning. The patient reported obtaining further readings of between ¿20.0 to 25.0 mmol/l¿ with the subject meter on (B)(6) 2021 and contacted her doctor who prescribed additional medication (diabeta 5mg, 1 pill; metformin, 1 pill). The patient claimed she continued to obtain elevated readings with the subject meter after taking the additional medication and on (B)(6) 2021, while on vacation at the doctor¿s family house, her symptoms worsened while swimming. The patient claimed her blood glucose tested ¿3.0 mmol/l¿ on the doctor¿s meter and was advised to eat some food. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.